Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: initial surgery - surgeon: (B)(6). Assistant: dr. (B)(6). Can you please confirm the initial surgical procedure date? (B)(6) 2019. What were the indications for surgery? Tumor of the colon, adenocarcinoma. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Yes, fired the device. Have experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Lowb (until final). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Always waiting 15 seconds and fired the device. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? He believes that yes. Were the donuts inspected? If so, please describe. Yes. Donuts ok. Was a complete transection of the white breakaway washer visually confirmed? Don´t understand the question. Was a leak test performed? No. If so, what was the result? How was the anastomotic dehiscence identified? Raio-x . What was observed at the site of the dehiscence during the reoperation? More than 50% staple line open. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape of the staples. No. Is the colostomy temporary or permanent? Initially temporary. What is the current status of the patient? Continue hospitalized, pneumonia, intubated.

Manufacturer narrative:
Product complaint (B)(4). Additional information received: it was informed by the sales rep that the patient died due to complications in ICU after new surgery due to opening of the staple line. Death alert date: august (B)(6), 2019. Initial surgical procedure date? April (B)(6) 2019 (retossigmoidectomy). 2nd surgical procedure? (B)(6) 2019 (colostomy). The death date was (B)(6) 2019. Death cause: generalized infection. Additional information was requested and the following was obtained: was an autopsy performed? If so, can the results be shared? No autopsy. Would the surgeon be interested in speaking to ethicon medical and engineering to discuss event? No. He doesn´t think necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the initial surgical procedure date? What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How was the anastomotic dehiscence identified? What was observed at the site of the dehiscence during the reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape of the staples. Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that a patient in post-operative had anastomosis dehiscence. The first surgery occurred on (B)(6) 2019, performed by dr. (B)(6) (surgeon oncologist) - rectosigmoidectomy using cdh29a. The team reported that in the postoperative period the patient developed a fever and was reopened (B)(6) 2019, and an opening on the side of the clamp line was observed. The anastomosis was manually remolded. The consequences were new surgical approach, abdominal abscess, and colostomy. The patient has evolved satisfactorily. On (B)(6) 2019 the sales rep checked with the hospital team and the patient is evolving well.